Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Spontaneous conversion of a ventricular tachycardia rhythm contributed to the false detection. It was reported that the patient's daughter was present at the time of the event and called ems to respond. The patient was taken to the hospital via ems. The response buttons were used intermittently throughout the event. The patient is to receive an ICD and ended use. There is no additional information available.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and has ended use. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Manufacture date: monitor (B)(4) (reuse); electrode belt sn: (B)(4): 09/01/2014 (initial use). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.